Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (would not charge a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem would not charge a battery pack.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery cannot be charged by a charger) has been confirmed. Upon investigation the battery pack was unable to power on a monitor or charge. The battery pca and cells were contaminated. The cause of the failure was the liquid contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery pack. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (would not charge a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery pack sn (B)(4) and reported that the battery pack would not charge in a battery charger. A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem would not charge a battery pack.